Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, cracks on side of video connector. Based on the results of the investigation a root cause could not be identified for the customer allegation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject exhibited distal fiber breakage, dents on distal edge, cracks on side of video connector. There was no patient involvement.